Event description:
The user facility reported that the table began to flex downwards while a patient was being positioned on the table. A surgical delay was reported as the patient required being transferred to another surgical table where the procedure was completed successfully. No injuries were reported.

Manufacturer narrative:
Contrary to the facility's report of a downward flex table movement, the technician was informed that only the leg section of the table moved downwards. The facility placed a stool under the leg section of the table to stop it from lowering any further. When the motion occurred, the patient was not sedated and the procedure had not yet been initiated. The facility reported they did not hear the table's pump motor turn on upon the uncommanded movement. This indicates that the motion was not powered, but rather a downward drift. A table drift is recoverable by actuating the table override switches to stop further motion. The technician stated the facility is aware of the override switch function, however did not choose to use the controls in this event. A steris service technician arrived at the facility, performed a full evaluation of the table and found the table operating to specification. The technician also evaluated the hand control and found the unit operating to specification. The reported event could not be duplicated; the table and hand control did not require repair or replacement. The table was installed in november 1995 and is currently under a steris service contract. The last preventive maintenance was performed on september 26, 2013 at which time the table was confirmed to be operating to specification. No further issues have been reported.